Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06969. Related manufacturer reference number: 2017865-2020-08052. It was reported that the patient presented in clinic. Device interrogation revealed a diagnostic anomaly with the implantable cardioverter defibrillator. Further investigation revealed that the right ventricular lead was oversensing and not capturing and the atrial lead was not capturing. Programming changes were made to resolve the issue. Patient was in stable condition.